Manufacturer narrative:
Investigation - evaluation : a review of the documentation, dimensional verification, instructions for use (IFU), manufacturing instructions, specifications, quality control, and visual inspection of the returned device was conducted during the investigation. One used advance 35 lp low profile balloon catheter was returned for evaluation. No non-conformities were noted with the catheter. The catheter and balloon length were measured to be within specifications. A longitudinal rupture was observed on the length of the balloon. A document-based investigation was performed. There is no evidence to suggest the finished product was not made to specifications. Numerous design verification and validation activities have been performed to ensure that this device meets design requirements. Review of the device history record of the finished product was unable to be performed as the lot number for the device was not available. A complaint history search was also unable to be performed due to the lack of a lot number. Per the IFU, "the balloon is manufactured from an extra-thin wall, high-strength, minimally-complaint material. Particular care should be taken in handling the balloon to prevent damage. Do not exceed rated burst pressure. Rupture of balloon may occur. Over-inflation may cause rupture of the balloon, with resultant damage to the vessel wall. The burst pressure data was analyzed using factors for a one-sided tolerance to determine with a 95% confidence that 99.9% of these balloons would not burst at or below the calculated rated burst pressure. In heavily scarred access site, use of an introducer sheath is recommended. Use only the recommended balloon inflation medium. Choose a balloon appropriate to lesion length and vessel diameter. Upon removal from package, inspect the product to ensure no damage has occurred." Based on the information provided, examination of the returned product, and the results of our investigation, a definitive root cause cannot be determined at this time; however, it is possible that this event is related to patient anatomy due to arterial calcification and no sheath utilized. Appropriate measures have been initiated to address this failure mode. A quality engineering risk assessment was performed and the appropriate personnel have been notified. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
It was reported that during an angioplasty and stent placement of the superficial femoral artery (sfa), the stent was unable to advance over the bifurcation. No interventional sheath was used, and the advance 35 lp low profile balloon catheter ruptured at 2 atmosphere (atm). The patient's artery was calcified and angulated; the bifurcation was tight and steep. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.